Event description:
It was reported that defibrillation threshold (dft) test of this subcutaneous implantable cardioverter defibrillator (s-ICD) system during initial implant was unsuccessful at 65 and 80 ohms. The shock impedance measurement was 98 ohms. The patient had to be externally rescued including cardiopulmonary resuscitation (CPR) which made the patient sore. A chest x-ray was performed to verify system placement. It was noted that there was air surrounding the generator at the implant site, which could have been contributing to the higher impedance measurement. The patient developed and pneumothorax and was admitted to the hospital. Technical services (ts) provided troubleshooting including massaging air out. It was noted that after a couple of days the impedance value went down to 70 ohms. The physician plans to reperform dft or revise this system within a month. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.